Event description:
Caller reported a cgm error, specifically error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller initially attempted to reset the pump incorrectly, but technical support successfully reset the pump, resolving the issue.